Event description:
It was reported that the preloaded intraocular lens (iol) had no trailing haptic. The lens was partially inserted and removed from patient's operative eye. There was no delay in procedure, no medical intervention, no incision enlargement, no sutures and no vitrectomy reported. The patient is fine and has fully recovered. No other information was provided.

Manufacturer narrative:
Pt. Info.: unknown/ asked but not available. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.